Manufacturer narrative:
Investigation summary: two photos were received and evaluated. The photos showed two 1ml ll syringes filled with clear liquid and customer tip caps attached. An opaque band can be observed in both syringes in the fluid path around 0.01-0.05ml markings. This position matches the spacing between stopper front and back ribs when in bottom out position. The band is likely dried silicone attached to the inside of barrel walls. Silicone is applied as a spray of particles to the inside of the barrel. It is unclear what type of storage and handling conditions the product was subjected to after leaving the manufacturing plant. It is possible certain conditions outside manufacturing environment contributed to the attachment of silicone to the barrel walls as observed in the photos. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Since root cause could not be determined, corrective actions are not necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd luer-lok¿ tip syringes had a foreign, cloudy substance in their barrels. The following information was provided by the initial reporter: "we have found a batche of syringes which have a cloudy appearance on the barrel of the syringe. This area coincides with where the plunger of the syringe sits"